Event description:
The incident is between (B)(6) 2022, 17:38:40, to (B)(6) 2022, 13:40:05, during ventilation, the o2 is set at 40%. But there is a number of alarm shown high o2 (5002). The user did a blood gas analyzer test. And found out the oxygen is too high in the blood. When they tried to swap another unit, and did a blood gas analyzer test, the result is more acceptable. I have attached the result of the 2 blood gas test.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mixer valve. In consequence (correction) mixer valve (B)(4) was replaced. There was no patient or user harm.